Event description:
It was reported that after this device was passed through a very difficult lesion, and pressurized, the balloon of this device burst. There has been no claim of injury related to this event. The device has been returned for analysis.